Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The initial report of the pebax coating being detached was confirmed. Visual inspection of the returned jagwire guidewire was performed. The pebax on the distal tip section showed evidence of being damaged and detached, which exposed the core wire, approximately 3 cm from the distal end. The entire length of the wire was examined and no anomalies were observed. The device appears to have been in contact with a sharp object. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the core wire. Upon closer examination, no evidence of a core wire fracture was observed. Based on the analysis performed, the tight interaction between the guidewire and a sharp object may have contributed to the poly tip (pebax) and coating becoming detached. Also the remnants of adhesive found on the corewire on the distal tip show a proper adhesion from the pebax to the corewire. Based on the available information, the most probable root cause is that the tip detachment was caused by another device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a nasobiliary tube with jagwire device was used during an endoscopic nasal bile drainage (enbd) procedure in the common bile duct. The procedure was performed on (B)(6), 2010. The initial report from the complainant was that approximately 2cm of the coating detached from the distal end of the jagwire guidewire during the enbd procedure and fell into the bile duct. The detached portion was reported to have broken into three separate fragments. Additional information received from the complainant confirmed that only the coating has detached and the tip of the guidewire remained in tact. On (B)(6), 2010 an attempt to remove the three fragments was made using a retrieval balloon catheter however only one fragment was able to be successfully removed. Two parts remained inside the patient and the complainant reported they may have fallen into the mucosa. No patient complications were reported as a result of this event. The procedure was able to be completed with this device. At the conclusion of the procedure, the patient's condition was reported to be fine. On (B)(6), 2010, the investigation of the returned jagwire guidewire device found that both the coating and tip of the guidewire were detached from the core wire. This is contrary to the complainant's initial report that only the coating had detached and the tip remained attached to the core wire. The location of the tip could not be determined. Detachment of the guidewire tip and subsequent retrieval attempts are considered MDR reportable events.